Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered in 2-3 months.

Event description:
The user's hearing with the device is affected. Re-implantation is considered but this will likely take place in 2-3 months at the earliest.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. Re-implantation is considered but this will likely take place in 2-3 months at the earliest.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field a failure of the reference electrode seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. Note: previously, wrong user information and serial number were provided. With this follow-up, serial number and patient information were corrected.

Event description:
The user's hearing performance with the device is affected. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field a failure of the reference electrode seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.